Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and became pregnant. Upon follow-up receipt, it was informed that a medical abortion was performed and, two months later, during performing a laparoscopic sterilization, it was noticed that one implant has moved inside the fallopian tube, another implant was in right place (device dislocation). Pregnancy and device dislocation are regarded as anticipated events according to the reference safety information for essure. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, due to the reported hospitalization/surgical intervention. Additionally, non serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case was reported via regulatory authority valvira on (B)(6) 2016 and was forwarded to (B)(4) on (B)(6) 2016. This prospective pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("pregnancy") and device dislocation ("it was noticed during laparoscopy that one implant has moved wholly inside the fallopian tube, another implant was in right place") in a (B)(6) female patient (gravida 3, para 2) who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient's past medical history included multigravida and parity 2. Concurrent conditions included breast feeding. On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (serious criterion hospitalization). In (B)(6) 2016, the patient experienced device dislocation (serious criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual bleedings") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (medical abortion started on (B)(6) 2016). At the time of the report, the pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and device dislocation outcome was unknown. The pregnancy outcome was reported as therapeutic abortion. The reporter provided no causality assessment for pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: investigation result was pregnant at gestational week 15+4. In (B)(6) 2016: laparoscopy result was one implant moved wholly inside the fallopian tube. (B)(6) 2016: laparoscopy (cont.) - the other implant was in right place. Most recent follow-up information incorporated above includes: on 10-dec-2016: patient's history and concomitant conditions; pregnancy outcome; and new sae. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and became pregnant. Upon follow-up receipt, it was informed that a medical abortion was performed and, two months later, during performing a laparoscopic sterilization, it was noticed that one implant has moved inside the fallopian tube, another implant was in right place (device dislocation). Pregnancy and device dislocation are regarded as anticipated events according to the reference safety information for essure. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, due to the reported hospitalization/surgical intervention. Additionally, non serious events were reported. A product technical analysis is being sought.